Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet became stuck in the lead. When the physician attempted to pull the stylet out, the proximal pin was pulled back from the lead body. The lead was not implanted. The patient was stable before during and after the procedure.